Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dirty charged-coupled device (ccd) lens. Based on the results of the investigation, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the dirty charged-coupled device (ccd) lens, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope intermittently failed to display an image on the screen. The event occurred during inspection for use. There were no reports of patient involvement.